Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two extensions with the same lot number. It was reported the patient's extensions reside close to the surface of his skin. As a result, the extensions are pushing against his ribs causing pain at the site (date of event unknown). Surgical intervention may be undertaken at a future date to address the issue.